Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 110 units of insulin. There was no impact to the customer¿s blood glucose level. Reportedly, additional insulin was added to the cartridge and the load process was completed successfully.